Event description:
Procedure: anastomosis oeso-jejunal due to serious cancer with metastasis. Pt is male. According to the reporter: no staples and poor cut on 1/3 of the anastomosis was noticed. The surgeon proceeded with manual suturing and removal of the unstapled area to complete the procedure. No larger resection needed to be made, and the incision was not extended. No bleeding occurred, but surgical time was extended more than 30 minutes. No pt injury reported.